Event description:
Boston scientific received information that at a device interrogation it was noted that the right ventricular (rv) lead shock impedance had increased from 40 ohms to 134 ohms. Boston scientific technical services (ts) was consulted and discussed performing an x-ray, defibrillation threshold (dft) testing or non-invasive programmed stimulation (nips) testing. The patient was brought into the office one week later for further testing. When the lead was tested rv coil to can the shock impedance was at 152 ohms. The field representative noted that the pace impedance measurement was stable. Ts again discussed the options of obtaining an x-ray, dft or nips testing. The field representative was going to discuss the options with the physician. No adverse patient effects were reported.

Event description:
Additional information was received that all the information was relayed to the physician and pacemaker nurse, however no further action has been taken to the field representative's knowledge. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the high out of range shock lead impedance measurements continue to be high and out of range between 140 and 160 ohms. Boston scientific technical services (ts) was consulted and suggested testing in other vectors; all vectors were high and out of range. At this time no further intervention has occurred and the system remains in service. No adverse patient effects were reported.